Event description:
The account alleged, the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was worn. The technician replaced the siderail latch to repair the bed.